Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had a coronary sinus (cs) dissection during implant of the left ventricular (lv) lead. The lead could not be implanted due to challenging cs anatomy. No intervention was performed related to the dissection. The patient was a participant in the sensor optimization of cardiac re-synchronization therapy response clinical study. No further patient complications have been reported as a result of this event.